Manufacturer narrative:
Initial.

Event description:
It was reported that during a cartridge and tubing change the pump did not respond to the required press-and-hold action, with the on-screen button appearing gray and unresponsive; the user was guided to restart the pump via the mobile app, after which the device required reinitialization and to proceed with the rewind sequence. Symptoms included no reported adverse clinical effects. Outcomes included resolution of the functional issue through user-guided troubleshooting without alerts, alarms, or medical intervention. Investigation included customer service troubleshooting and education, including device restart and reinitialization steps. Investigation of this case revealed a transient user interface nonresponse consistent with a temporary device state requiring reboot, after which normal operation was restored. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent device software or ui state that resolved with restart.